Manufacturer narrative:
The investigation found that the electrodes implanted showed a consistent caudal shift of the target. No injuries to the patient have been reported but the shift seen has resulted in displacement of the dbs (deep brain stimulation). The root cause investigation has shown that the cause was that the MRI fiducial box was pushed against the inner surface of the head coil resulting in a shift of the stereotactic reference. The information and warnings in the instructions for use are sufficient for proper handling of leksell® vantagetm stereotactic system.

Event description:
The customer reported that electrodes implanted showed a consistent caudal shift of the target.